Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11f22040 and h11j03043. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse in the USA of fungal peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unknown date, the patient experienced fungal peritonitis. Treatment was not reported. The nurse declined to provide additional information.